Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue began on (B)(6) 2011 in the morning. The patient reportedly obtained a series of readings ranging from "53-338mg/dl" on the subject meter performed greater than 20 minutes apart. It is not clear if these readings were all taken on the same day or over several days. The patient reportedly manages his diabetes with unknown type of oral medications and it is unknown what actions he took in response to the alleged erratic results regarding his usual diabetes management routine. The patient claimed approximately one week later, he developed symptoms "severe fatigue and shaking" and would self-treat with food and drink whenever he was symptomatic regardless of the meter result. It would have been helpful to know whether the patient tested using the subject meter just prior to or after developing the symptoms and the result(s) obtained. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site. A control solution test was not performed since the patient did not have any. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on december 2, 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.